Event description:
Physician always has laboratory perform stat gram stain of a bone graft before he implants it in the pt. The grafts results came back with gram negative bacilli and gram positive cocci. The pt was never contaminated.